Manufacturer narrative:
Additional information was received as follows: 1. How was the patient initially positioned for the surgery? > slippage happened when patient was being turned from supine to prone¿before start of surgery. 2. What was the length of time the product was in use before the event occurred? > less than 30 minutes. 3. What action was taken after the event occurred (e.g. Was surgery continued, replaced the device, etc.)? > surgery was continued.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the lock had slight movement, and a residue buildup was present. However, when the clamp is properly positioned and put under pressure, it would not move. Additionally, the torque knob passed all specific functional testing. New components were added to replace worn internal parts, and general cleaning and maintenance were performed. Root cause analysis - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch report #2200710000-2023-8010 was received with the following information: "patient having c7-t1 decompression and fusion. The integra skull clamp was placed to prevent movement, and when moving patient from stretcher to table, the clamp slipped causing laceration requiring monocryl suture."